Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy, the clips scissored. A competitive device was used to complete the case. No pt consequences.